Manufacturer narrative:
A DHR review found no evidence that the device failed to meet specifications. The cylinders, pump and tubing were visually inspected. Cylinder 1 had broken fiber threads with cylinder bulging in the cylinder body. The front tip of cylinder 1 was deflated but no leak was found. Cylinder 2 had broken fiber threads in cylinder body. Both cylinders had wear in the cylinder body. There was no damage identified on the pump. The kink resistant tubing was worn to the filament but no leak was found. The cylinder bulging with broken threads would affect the overall functionality of the device. A labeling review found that pain is included in the product labeling. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the patient presented with his ambicor penile prosthesis (app) not functioning well. When pressure was applied to the pump the pump would collapse but would not recoil back. There was also pain in the area. Testing of the prosthesis confirmed there was a mechanical failure. The app device was explanted and a new app device was implanted. The patient was doing fine after the surgery.

Event description:
It was reported that the patient presented with his ambicor penile prosthesis (app) not functioning well. When pressure was applied to the pump the pump would collapse but would not recoil back. There was also pain in the area. Testing of the prosthesis confirmed there was a mechanical failure. The app device was explanted and a new app device was implanted. The patient was doing fine after the surgery.